Manufacturer narrative:
Please note that the lot number and UDI referenced in the initial report under section d(4) were incorrect and have since been corrected. The model 1000 electrode and delivery catheter was not returned to ebr for investigation. Consequently, the investigation will be conducted through a review of the available clinical data, programmer logs, and manufacturing records.the investigation has not yet been completed and remains ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Ebr systems is currently in the process of collecting additional information, and the investigation remains ongoing. A supplemental report will be submitted to the FDA upon completion of the investigation or when additional relevant information becomes available.

Event description:
Additional information received from the ebr field representative indicated that during the initial procedure the electrode was successfully implanted and consistently tracked; however, biventricular (biv) pacing therapy was not achieved. Review of procedural cine images determined that a suboptimal electrode release technique was used, as the transseptal sheath was not adequately stabilized at the time of deployment. This resulted in inadvertent advancement of the electrode during release, which is believed to have caused micro-dislodgement of the cathode and prevented effective pacing capture. Subsequent follow-up evaluations continued to demonstrate absence of biv pacing from the initially implanted electrode. On (B)(6) 2026, the physician attempted retrieval of the initial electrode due to the lack of therapeutic pacing. The retrieval attempt was unsuccessful because the electrode had become endothelialized. The retrieval procedure was therefore abandoned and the electrode remains implanted but inactive. A second electrode was implanted during the same procedure on (B)(6) 2026. During a device interrogation performed on (B)(6) 2026, effective biventricular pacing was confirmed with the second electrode and significant clinical improvement was reported. Imaging in the ap view confirmed stable pre-anchor tracking when the search center was adjusted to the electrode's location, despite a steep total angulation of approximately 42 degrees. The position of the second electrode was well separated from the original electrode location. The first electrode will remain implanted due to endothelialization and will not be removed. No additional information was provided.

Manufacturer narrative:
The device was not returned to ebr systems; therefore, no physical inspection or bench testing could be performed. Programmer log review showed elevated sensing amplitudes during the initial follow-up, which subsequently normalized during later follow-up visits, indicating no persistent sensing abnormality. Although electrode tracking remained present, lv capture continued to be absent. Procedural information indicated that during anchoring the electrode briefly advanced deeper into septal tissue before being repositioned. This event may have affected the surrounding tissue or implant site and could have contributed to the lack of capture; however, this could not be confirmed. Due to the continued absence of biv pacing, the physician attempted to retrieve the electrode on 27-jan-2026; however, the attempt was unsuccessful because the electrode had become endothelialized. The electrode remains implanted but inactive. A second electrode was implanted during the same procedure, and follow-up interrogation on (B)(6) 2026 confirmed successful lv capture with stable pacing thresholds and associated clinical improvement. A review of the manufacturing records, including the lot history record for s/n (B)(6) (lot p250144), confirmed that all manufacturing, inspection, and functional testing requirements were met and no nonconformances were identified. Based on the available information, the exact root cause of the inability to achieve lv capture with the first electrode could not be determined. The system functioned as intended following implantation of the second electrode.

Manufacturer narrative:
The investigation remains ongoing and has not yet been completed. A supplemental report will be submitted to the FDA once the investigation is finalized.

Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
It was reported that during a wise crt system implant on (B)(6) 2025, the electrode advanced too deeply into the septal tissue. The fluoroscopy system was later discovered to have been operating in cine loop playback rather than live mode, preventing real-time visualization of electrode advancement. As a result, the electrode advanced past the intended anchoring point and became over-inserted into the septal tissue before the issue was recognized. The electrode was de-anchored and repositioned at an alternative septal site with acceptable implant parameters; however, the system subsequently demonstrated consistent tracking but no biventricular capture despite appropriate settings and thresholds. A device follow-up evaluation on 18-nov-2025 confirmed consistent rv pace detect and electrode tracking but continued absence of biv capture even at maximum output. No adverse patient sequelae was reported.